Manufacturer narrative:
The following devices were also listed in this report: bowed conical stem 16 x 195mm restoration modular hip system; cat# 6276-7-216; lot# caxv34wd. 27mm mod rev hip body/bolt std component level 9006-1-027; cat# 6276-1-027; lot# 51683301. Delta v-40 ceramic head 36/+5; cat# 6570-0-236; lot# 58264302. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. A review of the device history records indicate the device was manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. There have been no other similar events for the sterile lot referenced. It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Surgical procedure was required on (B)(6) 2017 for irrigation and debridement with placement of antibiotic beads.